Event description:
Admitted with malfunctioning, recalled rv aicd lead for extraction. In surgery lead removed using laser. Unable to place new lead due to severe scarring from the existing lead at the subclavian access site and inability to advance rv lead across the tricuspid valve. Scheduled for cath lab to replace lead, however patient expired prior to lead placement within 90 minutes of end of surgical procedure.